Manufacturer narrative:
(B) (6). (B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a palliative stent placement procedure for a stricture in the second duodenal portion, performed on (B) (6) 2008. According to the complainant, 109 days post stent placement, the patient experienced obstruction of the stent, as evidenced by the symptoms of nausea, vomiting for one month, abdominal pain, and diminished appetite. A second wallflex was placed to relieve obstruction. On (B) (6) 2009 (181 days post stent placement), at the patient's 9 month follow-up visit, a third stent was placed for unknown reasons. The site indicated that the stents were not removed, but that the patient was undergoing portal vein extension. The patient¿s condition was reported as improved following the procedure. MFR#'s 3005099803-2010-00330 and 3005099803-2010-00332 address the other events within this complaint.